Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. The reported complaint of broken device was not confirmed. "Micro": preventive replacement of o-rings performed acc. To service manual motor not turning smoothly - motor replaced protective conductor resistance out of tolerance - motor cable replaced damaged parts of the drill mounting mechanism replaced resistance value out of specs: hand control set replaced functional test performed hipot test completed electrical safety test completed functional test acc. To test procedure completed unit cleaned safety test checklist enclosed per the input check report, the root causes for the reported complaint were stuck motor potentially due to corrosion, out of range in resistance of cable's insulation and out of range values of keypad. The device was fully repaired. This product with the serial number ((B)(4)) was not manufactured in (B)(6) electronics. It is a legacy fms product. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown surgical procedure, it was observed that the micro tornado hp w hand control device was broken. During in-house engineering evaluation, it was determined that the device had damaged drill mounting mechanism . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.